Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac and superficial femoral artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 20 atmospheres at 10 seconds. However, during the second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.